Event description:
The pt called lifescan (lfs) in 09/2005 and alleged that his meter was powering off during use. The last time the pt tested was on the sameday at 8:00 a.m. The pt visited his physician for assitance and he was treated with antibiotics. No diabetes treamtnet was reported. The pt was unable/unwilling to answer if he had symptoms at the time of concern. His blood glucose was not treated on any other device. The battery in the meter was less than 1 yeasr old and installed correctly, and the battery contacts were in good condition/